Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there is occlusion, under-drainage, valve does not hold pressure setting.

Manufacturer narrative:
The valve was returned in an unknown fluid using the retun kit. The progav2.0 was at pressure level 4 cmh2o adjusted. A visual inspection was performed and a scratch was observed but there was no obvious damage. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. The valve pressure levels were tested and the investigation showed that the valve could be adjusted in all pressure step ranges. To measure the brake release force the brake force meter was checked. Housing must be exercised to release the rotor to the valve through the magnet integrated in the device. The brake functioned properly. After opening both valves, slight deposits were detected in the opened progav2.0 but constipation could not be confirmed. No further actions are required. The problem encountered is one of the known, unavoidable risks hc therapy with shunt implants. The valve was tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. The problem encountered is one of the known, unchangeable risks hc therapy with shunt implants. No further actions are required.